Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator at home and later expired in a hospital. The manufacturer is currently investigating this event and a follow up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported the manufacturer received information alleging a patient became disconnected from a ventilator at home and later expired in a hospital. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2017, the ventilator was alarming frequently for patient circuit disconnect, low minute ventilation and low exhaled tidal volume conditions. The issue that was causing these alarms does not appear to have been corrected and these alarms were followed by frequent alarm silence/reset keypresses. The ventilator was powered off at 22:25:04 local time on (B)(6) 2017 and was not powered on again until (B)(6) 2017. The manufacturer concludes the ventilator operated and alarmed as designed. The cause of the event appears to be human error.